Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support after referral for trial high-risk ventricular tachycardia ablation. During support, the pigtail wrapped around the papillary muscle. Repositioning was attempted without success at bedside. The patient was taken to the cardiac catheterization lab and the impella cp pump was repositioned under fluoroscopy. The catheter was easily rotated, and the cannula was moved into the mid left ventricle. The tuohy borst was tightened, and the p-level was turned up to p6, and the pump stayed in place. Additional information noted that the staff was going to speak to the family about withdrawing care and the patient expired. Use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.